Manufacturer narrative:
Medtronic received the following information from the journal article entitled; sex as an independent risk factor for long-term survival after endovascular aneurysm repair. William p. Shutze sr., ryan shutze, paul dhot, moses forge, alejandro salazar and gerald o. Ogola. J vasc surg 2019 69 (4). Doi: doi.org/10.1016/j.jvs.2018.07.057. If information is provided in the future, a supplemental report will be issued.

Event description:
Anuerx stent grafts were implanted in patients for the endovascular treatment of abdominal aortic aneurysms. The following events were reported: death.